Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the event description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this device could not be interrogated. There was a message on the programmer that the programmer required a reset. An attempt to do a magnet reset was unsuccessful. Technical services suspects this is due to the programmer having older software than the device. The patient will return and the clinic will try a different programmer. There were no adverse patient effects. The device remains implanted.